Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) was attempted with proglide devices using the pre-close technique via a 8f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, two devices were deployed in the rcfa; however, there was no sutures present when the plunger was removed. In addition, one proglide device failed in the lcfa. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to a 14f in the rcfa and 18f in the lcfa and the procedure was completed. Hemostasis was achieved in the rcfa with the pre-placed proglide sutures. The method in which hemostasis was achieved in the lcfa is unknown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.